Event description:
During the case the instrument loaded the hemoloc without incident or any difficulty. The device fired appropriately as well. According to the surgeon when they went to remove the applier from the robot arm it felt like the instrument caught. The surgeon asked the team to replace that instrument and remove the instrument from the field. This happened during the earlier part of the case. At the end of the surgery the surgical field was dry and the patient was hemodynamically stable. After the case the tip was inspected under magnification and a small dent was noted on one side of the instrument. This instrument has been processed 7 times in our spd department according to the logs obtained for usage in cases by intuitive. This instrument is a re-usable instrument that allows 100 "fires" or clip applications before the instrument expires. It was determined that this instrument had already been fired on 30 occasions. Intuitive surgical, inc, sunnyvale, ca 94086-5304 us.